Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00105 on 21-mar-2024. Additional information (26-mar-2024): in addition to the service activities performed in the initial report, a siemens customer service engineer (cse) ran integrated multisensor technology (imt) mix tests, which recovered acceptably. The cse verified air readings of standard a (std a) and standard b (std b) and imt pump rate, which were within normal ranges. The cause of the event is unknown. The malfunction was resolved with the service activities performed by the cse. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous sodium (na) and negative anion gap results were obtained on 25 patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results recovered within the normal range and were considered correct. The repeat results were reported to the physician(s). At the time of filing this report, the customer did not provide the results obtained on 25 patient samples to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous sodium (na) results were obtained on 25 patient samples on a dimension vista 1500 instrument. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During multiple visits, the cse replaced the rotary valve, peristaltic pump, fluid tubing, standard a, integrated multisensor technology (imt) sensor, and imt reader. Then, the cse ran diagnostics and observed no liquid presence in the standard b (std b) tubing, primed the tubing, removed the connector, reseated the standard, reconnected the tubing, and primed the instrument. Additionally, the cse auto-aligned the imt module; primed all imt standards; reran all imt cycles, which passed; reset instrument; ran quick check, qc and calibration, which recovered acceptably. Next, the cse flushed all ports with sample probe cleaner; disassembled and reassembled the imt module; inspected the standard tubing, imt bulk loader assembly, imt arm motors, couplings, and belts; replaced the imt sensor and imt mixer; performed imt arm alignments; verified all fluids, including standard a (std a), std b, salt bridge, sample diluent, and the imt vacuum. Later, the cse removed imt from the instrument and replaced the std a solenoid and pump and salt bridge solenoids; primed all fluids; calibrated the imt pump; ran dilution check, qc, and a patient correlation study, which recovered acceptably. The cause of the erroneous na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.